Manufacturer narrative:
G3, h2, h3 and h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, the surgeon performed a washout, debridement and a poly insert exchange approximately 20 months post implantation due to sepsis. Per correspondence, no further information is available. It was communicated that the surgeon did not fault the device. Reportedly, sepsis was the root cause of the reported events; however, no supporting documentation was provided. The patient impact beyond the reported sepsis and medical/surgical interventions could not be determined. No further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the surgeon perform a washout and debridement and a poly insert exchange due to sepsis. The patient outcome is unknown.